Event description:
It was reported that a spectrum iq pump repeatedly displayed a ¿close door¿ alarm after the IV tubing was inserted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation. During functional testing, the reported symptom of "keeps saying "close door" after IV tubing is inserted" was reproduced. A review of event history log revealed occurrences of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed upper latch switch. The upper auxillary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.